Event description:
Reporter alleged blood glucose measured 122, 321, and 205 mg/dl, when all tests were performed one immediately after the other. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.